Event description:
The patient had less than 50% therapy relief. X-rays were performed and the logs were checked. A dye study was performed on (B)(6) 2014. The doctor used fluoroscopy to access the catheter access port (cap). A very small amount of clear fluid was aspirated, but they were not comfortable injecting dye because the amount was not measurable. No dye was used. The physician was unable to aspirate cerebrospinal fluid (csf). The catheter could be seen attached to the pump and appeared to be in the spinal cord area. They were discussing the situation with the managing physician and may have to replace the catheter. A catheter occlusion was noted. The medication infused was morphine. The patient¿s status at the time of the report was alive with no injury. On (B)(6) 2014 information was received from a healthcare professional (hcp) indicating that the patient¿s pain pump had not been working since yesterday or the day before, and that the patient was not having any pain relief. The pump was not alarming as far as they knew. On (B)(6) 2014 information was received from an hcp indicating the patient was to have an MRI of the back and spine to check for inflammatory mass or abscess in patient. The notes said it was a ¿non-functioning morphine pump¿. On (B)(6) 2014 information was received from a representative indicating the patient was scheduled for a pump and catheter revision on (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the 'pump was not non-functional'; there were no issue with the actual pump function. The patient was scheduled for an assessment of catheter patency after a dye study had been attempted and no csf could be withdrawn via the cap. On (B)(6) 2014, the surgeon opened the spinal incision over the catheter entry site and saw that the catheter appeared to be ¿kinked¿. The anchor was released and the catheter was repositioned. The surgeon was then able to freely withdraw csf through the cap on the pump. The catheter was re-anchored. There was no product removed. The patient had experienced inadequate pain relief.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).